Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire tip was confirmed but the exact cause was not determined. The product returned for evaluation was a 0.018¿ x 35cm guidewire (in hoop). The wire appeared clean and free of residue. Gross visual evaluation found that the proximal tip of the wire was bent. Microscopic examination of the wire tip found no potential impact point or other cause of the tip damage. Ultimately, no evidence supporting a root cause for the event was observed. A review of the product manufacture records found that the implicated product lot met all inspection requirements. Damage could potentially have occurred prior to assembly or after opening of the kit by the facility. A lot history review (lhr) of rebq2534 showed one other similar product complaint from this lot number.

Event description:
The tip of the guide wire was too sharp and during evaluation it was found to also be kinked. No reported patient injury.